Event description:
It was reported that the patient received five shocks due to noise. Oversensing and apparent lead fracture also reported. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.